Event description:
It was reported that a patient cable was connected to a patient when the connector plug came out of the external pulse generator (epg) connector receptacle. The cable was returned to the manufacturer. The cable was repaired and returned to the hospital. The patient was not pacer dependent and did not have any complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found looseness of the locking mechanism. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)